Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. There were out of range impedances on electrodes 6 and 7 that were discovered while running an electrode impedance check. No interventions were taken or are needed. The affected electrodes were not being used at their current settings. The patient¿s pain is controlled at their current settings using electrodes 3 and 4. The rep was unable to assess if the out of range would resolve at a high impedance check with the patient¿s perceptions being below 1 volt. When asked if there were any environmental/external/patient factors that may have led or contributed to the issue, the patient denied having any significant falls. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the there were high impedances of greater than 10 ,000 ohms at 0.7v with electrodes 6 and 7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.